Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm volux¿ xc 0.6ml in the ramus, 0.4ml in the chin, and 0.6ml in the jawline area. About 6 weeks later, the patient "got sick" and experienced swelling and hardness at the injection sites. The patient went to urgent care and received prednisone and antibiotics. Symptoms status is unknown.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm volux¿ xc 0.6ml in the ramus, 0.4ml in the chin, and 0.6ml in the jawline area. About 6 weeks later, the patient "got sick" and experienced swelling and hardness at the injection sites. The patient went to urgent care and received prednisone and antibiotics. Symptoms status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.